Manufacturer narrative:
The high voltage tank for the imaging system was re-tested. Testing found that the resistance between the filament coil failed bench testing. The battery charger 2 was returned to the manufacturer for evaluation. Testing found that the charger was fully functional and the reported issue could not be replicated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They found that the system had a burnt wire that needed further investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the part was returned to the manufacture. The inverter showed charring of shield wires on hv cables to tank. Inverter and tank replaced. During testing, the filament in the tube failed. Tube replaced. Charger boards were making noise while charging, so all three charging boards were replaced. The coronal laser was not working, so it was replaced. Results of testing attached to this case.

Manufacturer narrative:
Additional information was added to the event description. Other relevant device(s) are: product ID: bi31000169 , serial/lot #: (B)(4) / g37256 ; product ID: bi31000163, lot/serial #: (B)(4)/ g37256 ; product ID: bi31000517, lot/serial #: (B)(4), product ID: bi40000025, lot/serial #: (B)(4)/ 26951-p5 ; product ID: bi31000146, lot/serial #: (B)(4), product ID: bi31000170, lot/serial #: (B)(4)/ g37256. The battery charger 1 was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Visual inspection passed. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. Installed battery charger into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Passed rad gain calibration. No functional fault found. Eval method 10 eval result 213 eval conclusion 67 the motor battery charger was returned to the manufacture for evaluation. After functional testing, performance testing and visual/p hysical examination the reported issue was not confirmed. Visual inspection passed. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. Installed battery charger into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Passed rad gain calibration. No functional fault found. Eval method 10 eval result 213 eval conclusion 67 the inverter was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection confirms inverter assembly experienced electrical overstress and physical damaged to some of the grounding wires on the assembly. Physically damaged inverter assembly. Eval method 10 eval result 120 eval conclusion 4307 the x-ray tube was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. X-ray tube failed bench test. Blown filament. Open anode large filament and shorted small and large filament on the cathode. Eval method 10 eval result 120 eval conclusion 4307 the h-vltg tank was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Perform bench testing. Hv tank failed bench test. The resistance between filament coil j1f to j1g failed, it measured 4.8 ohms expected was 4.5 ohms +/- 5% and the resistance between the small filament coil j1h and j1g also failed it measured 4.8 ohms expected 4.5 ohms +/- 5%. All other measured values passed. Faulty hv tank. Eval method 10 eval result 120 eval conclusion 4307 the battery charger 2 returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. Visual inspection passed. All leds lit both on pcba and text fixture. Bench test passed. All chargers output voltages passed. Measured output voltages were within range. Installed battery charger into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Passed rad gain calibration. No functional fault found. Eval method 10 eval result 213 eval conclusion 67. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system failed two rad/gain calibrations. Additionally, it was reported that a burnt smell and smoke emitted from the imaging system. Troubleshooting found that the inverter within the imaging system emitted the smoke 5-10 seconds after initiation of a fluoro image acquisition. There was no patient present when this issue was identified as the issue occurred during calibration.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. It was found that smoke comes from the image acquisition system (ias) when trying to do a spin. They replaced the system with a demo system. If information is provided in the future, a supplemental report will be issued.